Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.1, retest inratio: 2.1. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Strip lot 232887 has expired on the last day of june 2011. Strip lot used were expired. No trending is required.